Event description:
It was reported the patient had a kink in the right s1 lead. Surgical intervention may take place in the future to resolve this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs octrode lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8546321.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had surgery take place on (B)(6) 2022 where their lead was replaced.